Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased. A family member alleges the "defibrillator wire snapped, and as a result, the patient fell and later died." No other information was available.